Event description:
A surgeon reported a pt experiencing halos and painful photophobia following bilateral intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/16/2009, 02/25/2009, 02/26/2009 and 03/03/2009 by phone, fax, and mail. A completed questionnaire was received on 02/18/2009. This report was mailed to FDA on: 03/13/2009.